Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) alleging that his onetouch verioiq meter had a cracked display. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that the meter issue occurred ¿one week¿ prior to contacting lfs. The patient manages his diabetes by self-adjusting his insulin doses and did not specify if he made any changes to his usual diabetes management routine in response to the alleged issue. The patient reported that an at an unspecified time after the issue occurred he developed symptoms of ¿frequent urination, weakness, hyperglycemia and hypoglycemia¿ however did not specify receiving any treatment. During troubleshooting the cca noted that the patient had dropped the meter during use and it was not the first time the meter had been used. The product was replaced and requested for return. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury adverse event after the alleged product issue began.